Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead had a syncopal event while sitting on a bottom step and getting up. This patient is dependent. Upon interrogation, no r-waves noted, thresholds were 2v at 0.5 ms and reprogrammed to 5v at 0.5 ms. Sensitivity was programmed to 3 mv. There were no stored events in the arrhythmia logbook. No noise was present with isometrics and pocket manipulation. The patient had a bruised face and possible broken ankle as a result of the event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.